Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded and not available for evaluation. There is no information reported that could result in the reported failure. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Further, a review into the depuy mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-54182.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure when the first four passes were made with the customer's expressew iii ac+ retention plate, the device did not hold the suture. They replaced the retention plate with second one from the same lot number and when trying to pass suture twice same issue occurred, would not hold the suture. The procedure was completed without the retention plate but with the combination of the autocapture gun and original expressew iii gun. There was no harm to the patient but there was a five minute delay to the case due to repassing the suture and replacing the plate each time. Orthocord suture and new expressew autocapture gun was used with each plate. The devices were discarded by the customer.